Event description:
It was reported that during implant the stylet could not be advanced fully in the right ventricular lead. The lead was not used and a new lead was implanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.